Event description:
Further information indicates there was not a telemetry issue with the device; it was due to physiologist error. The device remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device could not be interrogated. There were telemetry problems and the software application on the programmer would not start. The device will be replaced. No patient complications have been reported as a result of this event.